Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 212 mg/dl while wearing the pod for 90 minutes at the infusion site (leg). The pink slide insert did not move fully into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied, a correction was administered, and the patient went for a walk.